Manufacturer narrative:
The device is returned but the device evaluation is not yet completed. As such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available.

Event description:
As reported for this event by the customer, during an unknown procedure, after a few minutes of using the device the teflon pad was no longer intact. No fragment broke off from the teflon pad. The procedure was completed with a new device without any delay. There is no harm or adverse impact to the patient.

Event description:
Addendum (B)(6) 2022: the issue occurred at the beginning of the therapeutic procedure, the doctor was performing the coagulation function. The device was inspected before the procedure, with no issue found. Transducer was not bundled with other cables.

Manufacturer narrative:
The device has been returned and evaluated. Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria at inspection. Upon inspection of the returned device, it was observed that the teflon pad (tissue pad) in the grasping section was worn with a part of the tissue pad was peeled. The tissue pad was not intact. The coating of the grasping section was partially peeled off. Based on the device evaluation, the exact cause of the event cannot be exclusively identified. However, from the past investigation results, the peeling of the tissue pad is likely occurred by the following mechanism: 1) the tissue pad was worn away because no tissue was being grasped between the grasping section and the probe tip when the device was activated output in seal and cut mode for/after a transection of tissue. 2) the tissue pad was excessively heated due to friction between the grasping section and the probe tip. This caused the tissue pad to be partially peeled away. The coating of the grasping section could have come off when dirt such as burn was scraped off with something hard. The instructions for use includes the following statements that warn against the issue: ·do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal and cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. If the grasping section, metal-exposed area around it or the probe tip gets tissue stuck during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.